Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt presented in the emergency room due to dizziness. The right ventricular lead exhibited intermittent loss of capture, low lead impedance, and oversensing of noise. The lead was capped and replaced.